Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the probable cause as a defective electrode and buffer syringe. The fse replaced the electrode and buffer syringe to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with anion gap issues on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.